Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) regarding a (B)(6) male patient receiving 2000ug/ml gablofen (baclofen) (lot 2163-113) at 1440.7ug/day via an infusion pump implanted for intractable spasticity and post spinal cord injury. It was reported that at a pump refill in (B)(6) 2015 the hcp was able to aspirate the reservoir properly but was only able to inject 38ml. The reporter noted that bubbles were seen so she was ¿certain she got all fluid from the pump.¿ the hcp confirmed that the patient had not been exposed to hyperbaric or scuba equipment and no off-label drugs were used in the pump. The hcp who had filled the pump the last time was only able to inject 37ml (around (B)(6) 2015). The patient¿s pump was reportedly refilled every one and a half months ¿or so.¿ no symptoms were reported. Follow up was being conducted to obtain additional information regarding troubleshooting performed related to the difficulty filling, what actions/ interventions were taken to resolve the issue, the cause of the difficulty, and whether the filling difficulty had been resolved. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4) .